Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a lot specific complaint database search was not possible for the bone screw as a valid product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address increased ion and chromium levels. Update rec'd ((B)(6) 2014)- litigation papers received. In addition to what was previously reported, patient suffers from large amounts of toxic cobalt-chromium metal ions and particles released into blood, tissue and bone, severe pain, discomfort and inflammation. There is no additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, metallosis, and 1 screw was loose. Records are available for further review. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).